Event description:
Flexiglide was used for a finger tenolysis with excised skin graft. Wound initially healed uneventfully but patient experienced intense cellular reaction and osteoclastic resorption of the joint at the site of flexiglide implantation. At removal, the flexiglide was incased in cellular granuloma.